Event description:
It was reported that during a post procedure check, the clinician noted that the implantable pulse generator (ipg) was not pacing appropriately. It was reported that the right atrial (ra) lead exhibited no sensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.